Manufacturer narrative:
Date of event: event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent open reduction internal fixation with plates and screws and compression due to nonunion left proximal ulna s/p orif monteggia fracture subluxation. On (B)(6) 2017, the patient underwent an open reduction and internal fixation of the comminuted left proximal ulna and where a synthes device was implanted. Prior to the reported event, the patient tripped over a curb and fell her on her left upper extremity resulting to an immediate severe pain. Concomitant devices reported: 3.5mm locking screw slf-tpng w/stardrive(tm) recess 18mm (part number 212.105, lot unknown, quantity 1), 2.7mm/3.5mm va-lcp olecranon pl 4h/lt/116mm (part number 02.107.304, lot unknown, quantity 1), 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/28mm (part number 02.118.528, lot unknown, quantity 1), 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/34mm (part number 02.118.534, lot unknown, quantity 1), 2.7mm va lckng screw slf-tpng with t8 stardrive recess 20mm (part number 02.211.020, lot unknown, quantity 2), 2.7mm va lckng screw slf-tpng with t8 stardrive recess 22mm (part number 02.211.022, lot unknown, quantity 1). This report involves one (1) 2.0mm cortex screw slf-tpng with stardrive recess 24mm. This is report 1 of 8 for (B)(4). This product complaint, (B)(4), captures eight (8) out of eighteen (18) devices of the second revision. (B)(4) captures ten (10) out of eighteen (18) devices. (B)(4) captures the third revision ten (10) out of fifteen (15) devices and (B)(4) captures the remaining five (5) out of fifteen (15) devices. (B)(4) captures the first revision, removal of radial head and stem that involves two (2) devices.